Event description:
Note: the quantity of blood lost through the graft and the number of holes observed appear, at this time, to be unknown and unattainable.

Event description:
The doctor claims that the graft was implanted for an abdominal aneurysm repair and before the final iliac anastomosis, the graft leaked blood from holes in the part of the graft above the bifurcation (aorta). The graft was repaired with teflon pledgets and the leakage stopped. The graft was left in. The pt was transferred to o.r. The pt's condition is stable. Note: the number of holes and quantity of blood lost through the holes is unknown at this time. On 4/27/2000 co learned that the pt is well today and ok with no particular complication.